Manufacturer narrative:
The preliminary risk assessment indicates: severity: 3 (critical). The complaint behavior may potentially result in a serious injury. Probability: b (improbable). There are several emergency stop buttons to interrupt movements. The 550 txt table associated with the artiste is identified as follows: catalog number 07346534. Serial number (B)(4). PMA/510(k) number k050422. No other products are affected.

Event description:
A potential product issue has been reported internally with our the 550 txt table associated with our artiste linear accelerator. In the abundance of caution this issue is being reported. The txt 550 table moved without command during an imrt/afs treatment. The movement first occurred approx 1 mont ago and only with the same pt and no interlock occurred. As a result, the sequence had to be stopped and the pt repositioned manually. Circumstances: ap/pa treatment auto sequence set up. Table moved up in ¿pause¿ state approx. 8 cm two times and once longitudinally out by approx 1 cm. Corrective action decision is pending final investigation results.